Event description:
Consumer having accuracy issues with their bd logic meter. Analysis run on clark error grid using mean average (301) as ref. Point vs. Bd readings (349, 329, 349, 418, 28, 346. 289) yielded data points in the c/e range of the grid, outside of acceptable limits.